Event description:
On (B)(6) 2013, an intuitive surgical, inc. (Isi) representative reported a patient sustaining a leak possibly at the distal colon following a da vinci lower anterior resection procedure on (B)(6) 2013. The surgeon used the endowrist stapler instrument and fired 4 staples from the blue reload (2 staples were fired across the patient's rectum and 2 possible staples were fired on the proximal colon). The surgeon believed that a leak may have occurred at the distal colon. The patient received a temporary stoma following the da vinci surgical procedure. It is unknown if other stapler devices were used during the da vinci surgical procedure. No specific malfunction of the endowrist stapler device was reported and the endowrist stapler instrument will not be returned to isi. No other details were reported at the time. On (B)(6) 2013, isi spoke with the surgeon. The surgeon provided the following information: the patient was (B)(6) of age and had stage 4 cancer colon cancer. On day 4 post op, the patient complained of pain. A CT scan revealed that the patient had a small amount of free air indicating that the patient had an anastomic leak. The anastomosis did not show that the patient had inflammation and there was no real fluid collection near the anastomosis area. The surgeon indicated that the patient had a leak; however, the source of the leak was not discovered. It was reported that surgical intervention was not required as the patient was stable and the surgeon made the decision to treat the patient non-operatively with antibiotics. The patient reportedly did not lose any bowel function, responded well to antibiotics, was doing fine, and has not experienced any other complications. It was initially reported that the patient received a temporary stoma following the da vinci surgical procedure; however, this information was not verified with the surgeon on (B)(6) 2013. Isi made additional follow-up attempts with the surgeon to obtain additional information; however, no information has been received at the time of this report.

Manufacturer narrative:
Based on the provided information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. Although the surgeon believes that the leak came from the endowrist stapler stapler line, it cannot be confirmed if the anastomic leak was contributed by other non-isi stapler devices, if any, during the da vinci surgical procedure. If additional information is received a follow up medwatch report will be submitted to the FDA. No specific malfunction of the endowrist stapler device was reported; however, this complaint is being reported due to the following conclusion: the patient experienced post surgical complications after undergoing a da vinci surgical lower anterior resection surgical procedure.